Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was in a semi-dry state when implanted. There did not seem to be enough liquid in the vial to "soften" the lens, and there was incomplete unfolding of the lens intra-operatively. Opacification of the posterior surface of lens was noted on the first post-operative day. Reportedly the patient complained of glare.

Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented. A dry vial can contribute to a difficult to fold or slow to unfold lens. Per the dfu, the lens should not have been used once it was noted that the lens was in a semi-dry state.